Manufacturer narrative:
(B)(4) (B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log revealed that the device had presented an f-2 alarm. This alarm is related to downstream occlusion. The cause of the f-2 alarm was not determined. However, the device met functional specifications and passed all tests. Therefore, the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.